Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition one channel was left extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Since november 2021 an increasing number of channels with abnormal impedances has been observed. Per the user's family, teachers, and speech therapist there was a decrease in hearing performance observed. Re-implantation is considered, but due to the complicated anatomy, several image studies have been requested to decide in september 2023 if the re-implantation is possible.

Event description:
Since november 2021 an increasing number of channels with abnormal impedances has been observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition one channel was left extra-cochlear at implantation surgery. The problems given in the recipient report appear to match the damage found. In addition one channel was left extra-cochlear at implantation surgery. This is a final report.

Event description:
Per the user's family, teachers, and speech therapist, a decrease in hearing performance was observed. The user has been re-implanted.